Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and the tissue was not transected. The surgeon applied another stapler with the same result. The surgeon applied another device and resected the tissue at the application site. The hosp has reported the pt's condition satisfactory.